Event description:
It was reported that a singleday infusor delivered its contents at a slower rate than expected. The device was expected to infuse an unknown pain medication in 24 hours; however, it took more than 36 hours to complete the infusion. The patient experienced pain as a result of this event; however, there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from august 4, 2014 to august 5, 2014. Evaluation summary: the device was returned for evaluation at the plant. Visual inspection revealed no signs of physical abnormality that could have caused the reported problem. A functional flow rate test was performed, and the flow rate was found to be within the specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.